Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an inspection of the flushing pump, when water was being pumped in, a large amount of air got mixed in, and the observation field of view became poor. The issue occurred during a diagnostic procedure completed using the same equipment. There were no reports of patient harm.